Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, customer continued to use the pump for insulin therapy and will contact the healthcare provider as needed to obtain alternate insulin therapy. Customer¿s blood glucose level was 177 mg/dl.